Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized overnight and received emergency medical services due to high blood glucose level on (B)(4) 2021. Customer stated that they were drinking alcohol and threw up, they remembered walking home and then emergency medical services showed and they woke up in the emergency room. Customer's blood glucose level at the time of incident was over 600 mg/dl. Customer had been using insulin pump system within 48 hours of high blood glucose event. Auto mode feature was not active at the time on high blood glucose level. Customer declined to do troubleshoot. The insulin pump will not be returned for analysis.